Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported observing foamy blood from the cycler up to the patient's arm. Treatment was discontinued without troubleshooting the source of the air or returning the patient's blood, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of device malfunction. Inspection of the returned cartridge passed all visual and performance testing. Review of the log files showed air alarms occured, indicating the cycler alarmed appropriately. Several user errors were also noted as the operator did not follow the correct troubleshooting procedures for performing air removal and rinseback of the patient's blood. A direct correlation between nxstage system one and the reorted blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.